Manufacturer narrative:
The initial reporter's phone number was not provided. The model# was not provided.

Event description:
Customer stated the contour next one was reading approximately 30mg/dl higher than her other meter and the doctor's meter. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No allegation of an adverse event. Product was not expected to be returned and it was not replaced.